Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation that began approximately two to three weeks ago. There was no known related incident or accident reported. The patient was reprogrammed to attempt to alleviate the shocking and the voltage of the implantable neurostimulator was decreased. As a result of the reprogramming, the patient experienced vomiting. The patient was to meet with the physician on (B)(6) 2011, for additional troubleshooting and programming. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.